Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device will start the boot-up process and then it will power off. The device will not stay on and it displays both, the battery and wrench icons in the handle. There was no patient use associated with the reported failure.